Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve. When establishing final arm angle (efaa), the clip opened slightly. The clip was closed completely, the lock lever was advanced and efaa was performed again, and successful. The clip was deployed; however, the tr remained at 4. No additional clips were attempted. The patient was stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled. (B)(4). Correction: relevant test data. Correction: patient code 2112 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. It should be noted that the mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. It was reported that the mitraclip system was utilized during a tricuspid valve procedure. All available information was investigated and the reported clip opening while locked appears to be due to the reported off-label use of the device. It is likely that the off-label use conditions during device use, including tension on the clip and unintended curves/tension place on the device by the user, contributed to the reported user experience. There is no indication of a product quality issue with respect to manufacture, design or labeling. Addition, per the instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.

Event description:
Additional information was reported that after the clip was implanted, the tricuspid regurgitation (tr) was reduced to 3. No additional information was provided.